Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing. As a result of multiple microbiological testing, following microbes were detected from the sample collected from the subject device. [May 29th, 2019]. All channels: pseudomonas sp. (1cfu / endoscope) , bacillus (1cfu / endoscope), and micrococcus (1cfu / endoscope). The testing result didn¿t clear the french guideline. [June 14th, 2019]. The instrument channel: coagulase-negative staphylococcus (1cfu / endoscope). The elevator channel: pseudomonas aeruginosa (1cfu / endoscope). The testing result didn¿t clear the french guideline. [June 28th, 2019]. The instrument channel: coagulase-negative staphylococcus (5cfu / endoscope). The air/water channel: coagulase-negative staphylococcus (1cfu / endoscope). The testing result cleared the french guideline. Oekg sent the device to another third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. In addition, oekg confirmed the followings in the evaluation. - there were damaged on the ultrasound transducer. - there were damaged on the cover of the distal end. - there were scratched on the outer of the subject device. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for klebsiella oxytoca (>100cfu / 100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.